Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield composite series skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the mayfield 2 lock having up and down movement, and the torque knob wobbles in all the ratchet extensions. Unit requires general maintenance and cleaning and is still within tolerable functionality. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the torque knob on mayfield composite series skull clamp (a3059) appears to be loose and "wobbles" when screwed into the screw hole. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.